Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a piece of the reload came off inside of the patient and was retrieved. Reload appears to have been fired. The stapler was reloaded and the case continued. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The cartridge was disassembled to verify the condition of the internal components and no anomalies were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60g cartridge reload was received along with a piece of what appears to be plastic with a staple around it. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The cartridge was disassembled to verify the condition of the internal components and no anomalies were found. No evidence was found that the green plastic belongs to the returned reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.